Event description:
The pt was implanted with a vented electric lvad in 2002. In 02/2003, the pt contacted the hosp vad coordinator, after obtaining a yellow wrench alarm on the system controller. The vad coordinator advised the pt to return to hosp. The pt arrived at the hosp alert and stable with lvad flows of 3.0-3.3lpm, stroke volume (sv) 85ml and beat rate of 40bpm. The system controller was changed twice by the vad coordinator, but the yellow wrench alarm remained. The vad coordinator contacted the manufacturer for assistance. The pt was placed on pneumatic backup per the physician. The pt was asked if aspirated fluid went up the perctaneous driveline by accident, but the pt did not get the driveline or vent filter wet. The pt remains ongoing on pneumatic support and is stable.